Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward, but the cannula was visible; indicating a needle mechanism failure. The pod was worn less than an hour.

Manufacturer narrative:
The device was received fully deployed. Download data shows the device completed 46 first prime pulses and was deactivated by the user at 56 pulses. No damages or defects were observed on the needle mechanism assembly that would result in an needle mechanism failure. During the investigation, the needle mechanism was reset to the not deployed position and manually deployed. No issues were seen during this test. A root cause for the reported event could not be conclusively determined. The investigation found the exposed portion of the soft cannula to be kinked. Despite this damage, fluid was able to flow through the entire fluid path. The download data contains no timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. It could not be conclusively determined when or how this damage occurred.